Event description:
Trivascular received information from a journal article regarding a post-operative iliac limb occlusion following implantation of an ovation abdominal stent graft system on an unknown date to treat an abdominal aortic aneurysm. The article stated that the contralateral iliac limb collapsed in a tight lumen due to thrombus deposition, which led to folding and total occlusion of the limb; the procedure was converted into an aortouni-iliac graft. As of the date of this report, information related to the patient treatment or the devices implanted date have not been received. No additional patient sequelae has been reported.